Manufacturer narrative:
Section h10: (h3) the clinical evaluation noted based on review of all available information, the evidence suggest that the reported event is related to a infection 5 months post-op the implant. The cause of the revision is most likely is related to the patient¿s infection.

Manufacturer narrative:
Section h10: (h3) the clinical evaluation noted based on review of all available information, the evidence suggest that the reported event is related to a infection 5 months post-op the implant. The cause of the revision is most likely is related to the patient's infection no information provided in the following section(s): a3, a5, b6. The following section(s) have additional info: b5, g4, g7, h1, and h2 section h11: corrections made in the following section(s): (b4) the event date was entered incorrect in the inital submission. Should be 10-apr-2019.

Manufacturer narrative:
Concomitant devices: (cn: 204-04-33, sn: (B)(4)) trapezoid tibial tray sz 3f/3t, (cn: 208-23-11, sn; (B)(4)) cc tibial insert sz 3, 11mm, (cn: 204-34-12, sn: (B)(4)) fluted stem extension 120l x 14 mm. Pending engineering evaluation.

Event description:
Index surgery: (B)(6) 2018. A poly swap and washout was performed on (B)(6) 2019, but the infection persisted.